Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987. (Syringe) PMA / 510(k)#: k161170. (Needle) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood-like foreign matter was seen on the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle inside the sealed packaging. The following information was provided by the initial reporter: "staff at the covid vaccination clinic grabbed a 3ml syringe/needle combo pack to use and noted there was what looked like blood on the luer end of the needle. The package was sealed and remains sealed."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-05-10. Investigation summary: two photos and one sample in sealed packaging were received by our quality team for evaluation. From the photos, a reddish-brown stain-like foreign matter was observed on the eclipse hub. The sample was subjected to visual inspection to check for foreign matter, and a dark brown liquid-type foreign matter was observed on the surface of the eclipse hub and on the bottom web. The foreign matter was sent for ftir testing to determine the foreign matter type and the results show that the spectrum matches reasonably with that of a phthalate ester compound. After testing the oven oil against this foreign matter, it was concluded that the dark brown liquid-type foreign matter could be the oven oil from the assembly machine. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable cause of this foreign matter could be that there is a leakage from the exhaust pipe which resulted in the oven oil to be dripped down to the machine cover and seeped through the machine cover gaps and landed on the eclipse hub surface. The exhaust pipe was replaced after this batch was produced, and the current pipe is verified and no leakages have been observed.

Event description:
It was reported that blood-like foreign matter was seen on the bd luer-lok¿ syringe with bd eclipse¿ safety thin wall needle inside the sealed packaging. The following information was provided by the initial reporter: "staff at the covid vaccination clinic grabbed a 3ml syringe/needle combo pack to use and noted there was what looked like blood on the luer end of the needle. The package was sealed and remains sealed."